Event description:
It was reported that the patient developed a burn at the pod¿s insertion site (abdomen), while wearing the device between 1 and 4 hours. The patient reports the pods cannula was found to be melted. The patient reports they had prepped the skin with alcohol prior to the pod placement. The patient reports shortly after the pod was placed at the infusion site they had heard several clicking sounds, and instantly started to feel stinging and heat. The patient was unable to remove the pod. Once at the hospital the patients pod was removed using a scalpel (not surgery). The patients pod infusion site was red and appeared burned with no blistering. The patients pod infusion site was cleaned and the patient was provided ointment for the pod infusion site as well as ointment for the patient to take home. The patient was discharged from the hospital after 45 -60 minutes. The patients pod will not be returned as it has been discarded. The patient reports after this event the pod infusion site has healed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
Unable to determine relationship to res# (B)(4) due to no device identifier provided.